Event description:
A hospital reported a complaint of high readings on their precision pcx blood glucose meter. An unconscious patient was taken to the hospital. Between the hours of 5 pm and 8:10 pm, readings of 293 mg/dl, 247 mg/dl, 253 mg/dl, 248 mg/dl, 215 mg/dl, and 412 mg/dl were obtained using the hospital pcx meter. A laboratory reading of 24 mg/dl was obtained within ten minutes of the 412 mg/dl reading. When plotted on a parkes error grid the results fall in the 'e' zone. The difference in readings is considered clinically significant. The patient was given glucagon based on the laboratory result. It is unknown what other medical conditions the customer had, which may have contributed to the high readings.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.